Event description:
Synthes recently discovered a document dated 2004 that alleged there was a pt death at hosp approx 3 years ago (3 years from 2004). The notation does not specifiy whether the product used was in fact manufactured by norian.